Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on a monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. There was no patient compromise noted in this event. It is unknown whether user or procedural factors played a role in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A supplemental report will follow with second device (disposable pressure transducer) related to this event.

Event description:
It was reported that during use with two pressure monitoring sets with vamp plus, the arterial pressure values were too high with respect to the clinical status of the patient. When the second set was used subsequently to the first one, the same issue was observed. The expected values according to patient status were 120/80 mmhg and the obtained values were 160 /110 mmhg. The patient was then monitored with another device to verify the incorrect values and it was obtained that the values were 120/75 mmhg. There were no error messages or alarm. The patient was not treated based on the inaccurate values. There were no consequences for the patient. Patient demographics were requested, but not provided. Unfortunately, the products were not available for evaluation since they were discarded.

Manufacturer narrative:
Please see medwatch 2015691-2018-03938 for the 2nd related pressure transducer related to this event.

Manufacturer narrative:
Reference CAPA-20-00141.